Event description:
Information received a smiths medial implantable ports/deltec gripper plus power needles malfunctioned. Reported a nurse was completing a blood draw and got air bubbles with flex of blood in syringe. The nurse then tried to tighten the connections and used multiple syringes to aspirate from the y- site connection of the huber needle tubing and still pulled back air bubbles instead of blood. It was reported then re access of gripper to the patient with a different needle huber set and was then able to get blood to return easily.